Event description:
Transcutaneous bilirubin check were done on 4 nicu patients that results were high requiring multiple phototherapy treatments. Because we ran out of lights, neo ordered serum bilirubin to confirm the transcutaneous results. Noted that transcutaneous measurements were far off from the serum total bili. These are the following patients affected: transcutaneous bilirubin (tcb) - 10.8, serum 1.9. Transcutaneous bilirubin (tcb) - 15.6, serum 8.9. Transcutaneous bilirubin (tcb) - 18.2, serum 10.8. Transcutaneous bilirubin (tcb) - 16.1, no serum drawn but started on double phototherapy.